Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight reported as (B)(6). (B)(4). Against resistance - reportedly, resistance was felt during thumb advancer/exchange sheath splitting. Per the instructions for use - do not advance the thumb advancer against excessive resistance. If excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a coronary diagnostic procedure. Reportedly, resistance was felt during sheath splitting. Sheath splitting was continued and the sheath was stretched. The clip was deployed, but hemostasis was not achieved. When the starclose se device was removed, the clip was on the end of the device. Hemostasis was achieved by applying manual arterial compression. During manual arterial compression the patient had a significant drop in hemoglobin and a non-abbott device was used to complete achieving hemostasis. The patient was given fluids and blood transfusion. The patient is reported to be "holding their own". There was a clinically significant delay in the closure procedure reported. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The device operates differently then expected and difficulty deploying the thumb advancer could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure however a conclusive cause for the reported patient effect (anemia) could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.